Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported the frequency had returned and worse, but they felt a urinary tract infection (uti) was starting. The patient was advised to contact their healthcare professional (hcp). Additional information from the patient reported she had a low grade temperature and possible uti as her urine had a strong smell and was dark in color. The patient noted they had connected with the hcp and possibly will be having a urine test done. It was noted the patient began the trial on (B)(6). The indication for use is unknown.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was a positive uti, and that the uti was not related to the device or therapy. It was noted that the cause of the frequency return, low grade fever, strong smelling urine, and the urine being dark in color was caused by the uti and e. Coli. The patient was treated with nitrofurantoin and the frequency return, low grade fever, strong smelling urine, urine being dark in color, uti had been resolved. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.